Manufacturer narrative:
During the return device analysis, the silicone valve inside the sgc hemostasis valve was observed to be torn and the device was unable to maintain fluid column (leak). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on the available information and return device analysis, the cause of reported air leak during cds insertion cannot be determined. The cause of the tear in silicone valve inside the sgc hemostasis valve appears to be a cascading effect of the user technique (retraction technique used to insert clip into the clip introducer). The leak observed during return device analysis appears to be a cascading effect of the observed tear. The reported medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak in the steerable guide catheter requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with a prolapsed and flail posterior leaflet. The first clip was implanted successfully. While introducing the second clip delivery system (cds) into the steerable guide catheter (sgc), air entered the sgc. After aspirating per instruction for use, air still remained. It was then decided to remove the cds, however the clip was not able to be retracted due to being caught on the clip introducer. Subsequently both the cds and sgc were removed from the patient and exchanged. Two additional clips were implanted without further complication, and the procedure was concluded with a resulting mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. The physician is unclear as to which device caused the air to enter the sgc. No additional information was provided.